Manufacturer narrative:
Nerve impairments are rare but known adverse reactions following hyaluronic acid-based dermal filler injections. Indeed, cases of inadvertent nerve damage following dermal filler procedures have been reported in the literature. Several causes have been hypothesized: direct nerve damage by the needle during injection, injection of filler into the nerve, or tissue compression (by the product or by tissue swelling following the procedure). In turn, this can induce pain and other complications, such as a transient loss of sensitivity or pain in the affected areas. A quick treatment with hyaluronidase sessions leads to a quick resolution without sequelae. The recommendation to not inject close to a nerve and avoid damaging a nerve is mentioned in the instructions for use of this teoxane product. It has to be noted that, in this case, the reported terms were provided directly by the patient and were never medically confirmed. Additionally, this teoxane product (rha redensity) is not indicated for this area (lips). Therefore, this constitutes an off-label use for which the safety and performance of the product cannot be guaranteed.

Event description:
Trigeminal neuralgia ([pain]), rha redensity in lips [off label use]. Case narrative: on 23-jan-2026, primevigilance notified teoxane geneva about an adverse event. According to the information received from the patient, she was injected on (B)(6) 2026 with one syringe of rha redensity in the lips and in the region above top lip. On (B)(6) 2026 the patient experienced random onset of severe facial and internal mouth pain for more than 18 hours with sharp, shooting, electric, stabbing, throbbing nerve pain. This was reported also as trigeminal neuralgia. Pain was constant over course of 12 hours with no relief throughout entire evening and into morning. Considering the severity of symptoms the case was assessed as reportable. Despite several reminders no additional information was retrieved, therefore the case was closed as this. For note, imdrf annex g is erroneous is this case. Please consider code g04127 ¿ syringe.